Manufacturer narrative:
The device was returned to olympus facility for evaluation and the customer¿s allegation was not confirmed. In addition, the evaluation found the following: the switch 1 was scratched. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during a preparation for use, the gastrointestinal videoscope¿s accessory tube was clogged. The device was evaluated by the repair center engineer and found that there was foreign material rushed out from the jet tube by perfusion. There were no reports of patient or user harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issues. Based on the results of the legal manufacturer¿s investigation and the available information, the foreign material could not be identified. There was no damage observed in area where the foreign material was found. The root cause of the foreign material could not be determined. The event can be detected/prevented by following the instructions for use (IFU): the IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. The IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.